Manufacturer narrative:
Additional information will be provided upon investigation cocnclusion.

Event description:
It was reported that during resident transfer one of the leg clip detached. As a consequence of the event the resident fell to the floor. The resident was brought to the ER where she sustained brain hemorrhaging.

Manufacturer narrative:
Currently all collected information is analyzed. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion. Colecting of the information is ongoing.

Manufacturer narrative:
Arjo was notified about an event with a maxi twin passive lift and an arjo sling (model number: maa4000m-m). It was reported that a patient was transferred with an assistance of two caregivers. In the middle of the transfer, the leg clip was reported to have detached. The customer did not report any sudden movement during the transfer. As a consequence of the event, the patient fell out from the device hitting her head on the lift leg. The patient was transferred to emergency room where a brain haemorrhaging injury was identified. Arjo was informed that the patient passed away. The customer is unsure if the death was result of the fall. After the event, the facility was still using the lift, and the customer believed that the device did not have a malfunction. The customer stated that sling was not attached properly leading to the incident. After the event, the device and sling were evaluated by arjo and no malfunction was found. The lift was found in a very good condition. It is unknown why the clip detached, since it is unlikely that the clip detaches in transfer. The customer did not forth come with details whether they pulled the sling, or was there any obstacles on the device lug. Due to lack of detail information regarding the patient transfer such as patient position in the sling, where the transfer took place, we are not able to provide detail information how the event happened. The customer stated that the clip was not correctly attached, this information might suggest that the clip encountered the obstruction. Once the clips are installed and the lifting has begun, the tension present during the transfer maintains a downward force on the clips ensuring they remain in the desired location on the lugs. On the maxi twin, the ¿mushroom shape¿ of the clip at the end of the lug ensures that the clip cannot become detached. Therefore, it is unlikely that clip go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. To pull out a clip under tension, a force in the opposite direction greater than the one applied by the gravity of the person's weight would be required e.g. Detaching the sling clip manually. Based on the provided information, there is no sufficient data to identify the root cause. According to the procedures provided in the instruction for use of the maxi twin: ¿make sure all lugs are locked at the top of the clips and no straps are not squeezed in between the clip and the spreader bar.¿ ¿warning: to avoid the resident from falling, make sure that the sling clips or loops are securely attached before as well as during the lifting initiation.¿ ¿warning to avoid the resident from falling or caregiver from being injured, only detached the sling clips when resident¿s body weight is fully supported by the bed or chair.¿ to sum up, the arjo floor lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.